Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(4), and nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Visual inspection of the returned device revealed that the pericardium was slightly stiffened, and there was evidence of damage on one leaflet and on the inflow skirt. Microscopic inspection of the damage confirmed that it was reasonably attributable to the handling during implant/explant of the device resulting from contact with surgical instruments. Dimensional analysis confirmed the device met all dimensional product specifications. A migration test was performed inside of a silicon aortic root and confirmed that migration under steady-flow conditions occurred only when the annulus diameter was greater than the maximum implant diameter indicated in the perceval instructions for use. Based on the performed analysis, the reported event could not be reproduced. The device is therefore excluded as a possible contributing factor in the reported event; however, the root cause of the event remains unknown.

Manufacturer narrative:
The device was received for analysis on 8 march 2019 in generally good condition.

Event description:
A perceval pvs21 was implanted on (B)(6) 2019 via mini-sternotomy. The annulus was completely debrided, and the valve was sized according to procedure. After declamping, echocardiography showed good valve functionality with very little central leak. The patient recovered well. On post-operative day 3, the patient underwent gastroscopy for bleeding ulcers, following which their condition worsened and echocardiography revealed paravalvular leak. During reoperation, the perceval showed no signs of stent folding and the valve was fully deployed. It was reported that the valve appeared to have tilted, which created the paravalvular leak. The valve was replaced with a trifecta 21 mm valve, which was implanted supra-annularly. The reoperation went well. It was suggested that the event could be related to the minimally invasive surgical procedure used; however, the surgeon's opinion differed. It was also reported that the patient was agitated during the gastroscopy, but the physician did not believed there could be a relationship between the exam and the reported event.